Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12275; related manufacturer reference number: 2017865-2021-12276. It was reported that a patient presented in clinic with a systemic infection with bacteremia and lead vegetation. The pacemaker, atrial lead and right ventricular lead were explanted in a procedure on (B)(6) 2021. The patient was stable post-procedure.